Manufacturer narrative:
(B)(4). The description of the additional hernia mesh placements with none of them reducing pain and/or preventing recurrent hernia is captured in mw# 2210968-2019-84629 and mw# 2210968-2019-84631. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2016 and the mesh was implanted. It was reported that the patient was having chronic pain problems that originated from the mesh placed in body for the repair of inguinal hernia bilaterally. It was reported that the patient has had no problem before the mesh was put into body with legs or arms, but after the mesh, patient had constant pain where it was placed. It was also reported that the patient¿s bowels began to slow down, and patient developed worsening pain syndrome like thoracic outlet syndrome, piriformis syndrome, cubital tunnel syndrome, orchialgia, si joint pain, and autoimmune problems such as pots. It was reported that the mesh is burning, and patient's left testicle is in pain traveling up into stomach as a result of mesh interacting with body in an unnatural and unpredictable fashion. It was reported that the patient will have to have repeated spermatic cord denervations to treat pain from testicles. In addition, it was reported that the patient may have to remove testicle altogether. It was reported that the patient is unable to flex stomach, twist, or even use proper posture without intense pain in stomach, sides, and hip. It was also reported that the chronic pain is not relieved by high doses of lyrica or nsaids. It was reported that mesh has made the patient¿s health conditions so bad, they all required surgery and/or have little to no treatment like piriformis syndrome and si joint pain. It was also reported that the patient has to take 600mg of lyrica and muscle relaxers daily just to try and cope with the pain. Patient would also like to point out that during common radiology procedures such as CT scan, it has been proven mesh will contract which can open up new hernias or pull on embedded nerves. It was reported that the patient complications are very seriously disabling, and chronic. It was reported that the patient has had three hernia mesh placements with none of them reducing pain and/or preventing recurrent hernia for more than six months. It was reported that the patient has had a recalled mesh implanted five months after it was recalled. The device remains implanted.